Event description:
It was reported that "the working element was found broken during preoperative inspection. The patient had already been anesthetized at that time. The surgery was successfully completed after replacing it with a new one." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).